Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the indigo system aspiration catheter 6 (cat6) was "crimped" upon removal from its packaging. The crimped cat6 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
The indigo system aspiration catheter 6 (cat6) was ovalized from approximately 7.0 cm from the distal tip to the distal tip. Evaluation of the returned device revealed the cat6 was ovalized in the distal shaft. This damage may have occurred due to forceful gripping or manipulation of the cat6 during removal from the packaging or preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.